Event description:
It was reported that the patient presented in clinic for unrelated procedure. During procedure, the patient's right ventricular (rv) and left ventricular (lv) leads became fractured. The rv lead was explanted and replaced. The lv lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of fracture was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.